Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Neither the disposable device nor the radio frequency controller are being returned, therefore, a failure analysis of the novasure system can not be completed. Manufacture date of the radio frequency controller is 03/2011. Device history record (DHR) review was conducted for both the disposable novasure device and the radio frequency controller. Both were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(6).

Event description:
Following an uneventful novasure endometrial ablation, the physician did a laparoscopy for the purpose of a scheduled tubal ligation and saw "some blanching on the pt's right side of the uterus", near the cornua region. "No bowel involvement" or uterine perforation was noted upon examination. The pt was admitted to the hospital for overnight observation. No treatment was needed and she was discharged home on (B)(6) 2011. It was reported on (B)(6) 2011 that the pt is presently doing "fine".